Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated they received a message saying, replace the battery. They tried replacing the battery but pump wont turn on. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin ump for an alleged blank display and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6), 2021. The insulin pump passed the self test, displacement test, active current measurement and sleep current measurement. The insulin pump was monitored for several hours and no blank display and unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during the testing. No unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:00:41.000 to (B)(6) 2021 19:17:11.000 (B)(6) 2021 20:14:14.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 08:02:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 17:33:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 18:04:00.000 and (B)(6) 2021 18:14:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 18:16:38.000 (B)(6) 2021 19:12:04.000 to (B)(6) 2021 19:17:49.000 (B)(6) 2021 20:14:40.000 to (B)(6) 2021 20:24:00.000 upon checking on the detail trace file, low battery alert, replace battery alert/replace battery now alarm and power loss alarm was expected since the battery has low power. Device was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a serial number label missing. Blank display not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm not confirmed. However, during visual inspection, found corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.